Event description:
The customer reported that while running a hepatitis core assay, summit sample handler, did not pipette the correct amount in rows e and f and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.